Event description:
Rental vent blender is "defective". The 3100b was about to go on a pt when they placed an analyzer in-line and noticed that he ventilator/blender was delivering only 21% despite being adjusted to 100%. They quickly used their own blender (bypassing the blender provided with the rental) and found that their blender "worked okay". Because of this they would like this vent out of their facility. She feels that there is something wrong with the blender and feels that mediq must have delivered a defective one. I explanted to jean that before each 3100b is rented to a customer, a complete spi (check out) is performed...including a blender check. This documentation is provided to the customer at the time of delivery. After the checkout with the blender. It is possible that the hoses/connections were disconnected at the hospital and reconfigured incorrectly at the hospital. (This vent has been at this hospital since 2/06) the customer was concerned that there wasn't anything in "writing" that states an oxygen analyzer should be in place.